Event description:
The distal shaft snapped at the butterfly junction without apparent cause approximately ten minutes into procedure.

Manufacturer narrative:
Analysis: to duplicate the reported event, the peek tubing was bent more than 45 degrees. The first precaution listed in the instructions for use states that the product should not be subjected to severe angle bends, drops, or excessive force, which may result in breaks or fractures. It appears that the fiber break was due to user error. Probable cause: fiber subjected to severe angle bends.